Event description:
It was reported that the posterior condyle broke off when the trial was impacted.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the physical device confirms initial complaint, the posterior condyle broke off. Additionally, discoloration condition was observed on the part and color indicator is slightly fading in one of its corners. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot (B)(4). Pi-(B)(4). Bfarm DHR review request: product description: attune cr fem trial sz 9 rt. Product code: 254500709. Lot number: mvmbnk870. 1) quantity manufactured: (B)(4). 2) date of manufacture: 07/2013. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a (reusable instrument). 5) IFU reference: IFU-0902-00-836 rev. B. Device history review: a manufacturing record evaluation was performed for the finished device (product code 254500709/lot mvmbnk870) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual inspection of the physical device confirms initial complaint, the posterior condyle broke off. Additionally, discoloration condition was observed on the part and color indicator is slightly fading in one of its corner. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : (B)(4). (B)(6). Bfarm DHR review request: product description: attune cr fem trial sz 9 rt. Product code: 254500709. Lot number: mvmbnk870. 1) quantity manufactured: (B)(4). 2) date of manufacture: 07/2013. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a (reusable instrument). 5) IFU reference: IFU-0902-00-836 rev. B. Device history review : a manufacturing record evaluation was performed for the finished device (product code 254500709/lot mvmbnk870) product and lot numbers, and no non-conformances were identified.